Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials (B)(6), age: (B)(6). Date of event: unknown. This report is for fifteen (15) unknown screws. UDI#: part number unknown, UDI unavailable. Original implant was approximately (B)(6). Devices were discarded. The 510: this report is for fifteen (15) unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially had an open reduction internal fixation surgery to the last proximal tibia on an unknown date; approximately 6 months ago. On (B)(6) 2016, the patient had a hardware removal procedure for a broken implant for an external fixator on the last proximal tibia. This procedure was performed due to post-operative broken implant failure, a non-union and an infection. The surgery was completed successfully and patient status is reported as stable. This report is for fifteen (15) unknown screws. This report is 3 of 3 for (B)(4).